Event description:
It was reported that patient was experiencing impedance issues on 1 of the leads. As a result, surgical intervention took place where the lead was explanted and replaced. Therapy restored. Investigation was unable to determine which lead was at fault.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000094196.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.